Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the distal end adhesive was chipped and peeled due to physical stress, such as hitting or dropping, chemical stress due to chemical solutions used, or the like. Additionally, it¿s likely the bending section cover was broken due to a sharp object hitting it. The final root cause of these events was unable to be identified. The events can be prevented by following the instructions for use which state: (B)(6) operation manual important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. (B)(6) reprocessing manual 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex 3d deflectable videoscope, does not pass the cuff/leak test. The issue occurred at unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the distal end adhesive was deteriorated and the bending section cover was perforated. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending section cover was leaking. Also, evaluation found the bending section cover adhesive was worn out, the master cave and plug units were cracked, and the distal end was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.